Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella cp was placed across the valve and started without issue. However, the catheter was pulled into the aorta when the peel away sheath was removed. The impella was unable to be readvanced across the aortic valve. The decision was made to remove the impella cp. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. The root cause of positioning issue was use related since the pump pulled into the aorta during the peel away process.